Event description:
It was reported that during a routine check of the external pulse generator (epg), the biomedical engineer found that there were missing segments in the lower display. The epg was returned for repair. It was indicated that there was no patient involvement associated with this event.

Event description:
It was further reported that the external pulse generator had been returned.

Event description:
It was reported that during a routine check of the external pulse generator (epg), the biomedical engineer found that there were missing segments in the lower display. The epg was returned for repair. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of the liquid crystal display (lcd) being electrically out of specification and missing segments. The keyboard was also noted to have cosmetic damage (scratched), which did not affect the electrical performance.